Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump was programmed with multiple boluses and basal rates and monitored; the boluses and basals were delivered and recorded properly in bolus history screen and basal review screen. The insulin pump was reset with correct time and date and monitored for 24 hours and no time date anomaly noted. The insulin pump had cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 with a blood glucose level of 40 mg/dl. The customer stated that their blood glucose level went low after having a big meal. The customer was treated for their blood glucose with food. The customer reports that the settings on their insulin pump were inaccurate. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.